Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a call service 052 alarm was observed in the alarm history and black box. The pump powered on with no alarms. The pump was exercised for 24 hours with no alarms occurring. The pump case was cracked near the top right corner of the display. The battery compartment had a crack traveling up from the case seal. Moisture damage was found on the transceiver.